Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After registering the acetabulum, the rio checkpoint failed and then multiple rio re-registration attempts failed as well. The surgery was completed using manual instruments. The case was successful and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding failed registration, involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: not performed as the reported device is software. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed registration. There were only five events related to failed registration (pr744448, pi967949, pi1082118, action 66 and action 1319). Conclusion: the session data for this case was reviewed. An analysis of the pelvic registration and patient landmarks was completed. The surgeon failed pelvic registration with several attempts. The initial registration of the last attempt indicates a large discrepancy between initial and final registration results. . There was anterior-posterior rotation based on the landmark collection, which put the points in the anterior region out of the bone model and posterior area points inside the bone model. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After registering the acetabulum, the rio checkpoint failed and then multiple rio re-registration attempts failed as well. The surgery was completed using manual instruments. The case was successful and there was no harm to the patient.